Event description:
Pt initially underwent dystopia corrction on 4/29/98 and tolerated the procedure well. On 7/10/98, pt underwent orbital and forehead reshaping. The lactosorb screws placed during the 4/29/98 surgery at the zygomatic arch had loosened and came out as the soft tissue dissection was performed. During the 7/10/98 surgery, 7 mm lactosorb 2.0 screws were placed along the temporal crest area in order to resuspend the temporalis muscle with vicryl suture. Pt tolerated the procedure well on 2/19/99, due to inflammation in the left periorbital area and drainage of pus and blood, pt was brought to the or for debridement. Upon cleaning the area of the small opening made in pt's left lateral upper eye lid, a lactosorb screw extruded. Upon exploration of the area, the surgeon found another lactosorb screw and a small fragment of hydroxyapatite.